Manufacturer narrative:
The ge service representative conducted an onsite investigation. The lemo connector was repaired. The system was tested and operates as intended.

Event description:
The customer reported that the system would produce an x-ray without user input and that the image was grainy. No patient injury was reported.